Manufacturer narrative:
Prior to the event, an unspecified 7french roadmaster guiding catheter (goodman) was delivered through an unspecified sheath introducer (medikit, 7fr, type long) into left internal carotid artery. Then, an unspecified balloon catheter and headway 17 microcatheter (terumo, type unknown) were navigated into the target lesion. No issues noted. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The unintended detachment was not observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The vessel was moderately tortuous but the level of calcification was unknown, and the access was obtained from right femoral artery. Concomitant products: headway 17 microcatheter and 7french roadmaster guiding catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15816451 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint product was unavailable for evaluation. Without the device, the reported event could not be confirmed, and review of revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. Based on the available information, procedural factors may have contributed to the event; therefore, no corrective actions will be needed at this time. .

Event description:
During a coil embolization procedure for a left carotid cavernous sinus fistula, while advancing an orbit coil (638cs1830/15816451) in the microcatheter, the physician experienced severe resistance and the embolic coil of the orbit slightly unraveled. The report did not indicate when and where exactly the resistance occurred. At that time, he noticed that the perfusion within the microcatheter stopped due to the empty saline bag. It hasn¿t verified, but according to the physician, the thrombus might have entered the headway 17 microcatheter as he was pulling and pushing the coil within the microcatheter when the resistance occurred. And so, it caused thrombus adherence to the coil. However, it is unknown if any thrombus actually seen on the coil delivery system after removal. Therefore both the orbit and the microcatheter were safely removed as a unit from the patient. Then, he flushed into the microcatheter with saline and the procedure was continued using a new coil of the different lot (638cs1830, lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The procedure was made all way through the same microcatheter. Prior to the complaint product, three coils (637cs2030, lot all unknown) were successfully placed into the target lesion with no further issues.